Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that right side of display screen was blank. Customer states that insulin pump was dropped in a tub of water. Customer's blood glucose was 109 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no moisture damage noted on the electronic assembly, no display anomaly noted and no missing segments or partial display noted during our testing. The insulin pump passed self test. However, the insulin pump has minor scratched lcd window and cracked case the near display window corners.